Event description:
It was reported that right atrial and right ventricular leads fractured. Both leads were explanted and replaced. No patient complications have been reported as a result of this event. It was further reported that the patient had twiddler's syndrome and both leads had dislodged back into the superior vena cava. The device also had moved and was oriented differently than last revision. The device placement was revised and it remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments, analyzed and no anomalies were found. In addition, there was blood/body fluid on the proximal conductor (not obstructed, the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism, there was tissue on the helix and there was apparent explant damage. (B)(4) the full lead was returned in segments, analyzed and no anomalies were found. In addition, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and there was apparent explant damage.